Event description:
Customer reported the cuff will not deflate. Customer confirmed that the pt has gone from replacement of the tube every 1-3 weeks due to this issue.

Manufacturer narrative:
(B)(4). No sample available for analysis. We are unable to determine the cause for this specific event however mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info has been added to the database and complaint trends will continue to be monitored.